Manufacturer narrative:
Per the clinic, the patient experienced an infection at the magnet site. The patient was treated with oral and IV antibiotics (specific date not reported); however, this did not alleviate the problem resulting in a decision to explant the device on (B)(6) 2021. This report is submitted on november 2, 2021.

Manufacturer narrative:
This report is submitted on october 14, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 and it is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.